Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set could not be completely closed. This occurred before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6, and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo sample was performed, and the white twist clamp was shown in the closed position as designed. Due to the nature of the sample, no further evaluation could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.